Event description:
Device was deployed for use - ECG analysis concluded that ECG morphology was not shockable. Manual defibrillator was subsequently deployed and patient was resuscitated.

Manufacturer narrative:
(B)(4). Return of device pending.